Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the cylinder bulge was not confirmed, although fluid leak in cylinder 1 was the most probable cause of the reported events. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Cylinder 1 had a leak attributed to fatigue and was worn in the outer tube of the cylinder body. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Cylinder 1 was not pressure test due to that leak that was identified. Cylinder 2 passed all tests performed. Product analysis was unable to confirm the reported allegation related to cylinder bulge; however, product analysis concluded that identified fluid leak in cylinder 1 was the most probable cause of the reported events. The ipp cxm inflate/deflate pump was leak tested and visually inspected and examined using a microscope; no visual damages were found upon inspection. The cxm pump passed the leak test performed. Product analysis was unable to identify device malfunction with the return pump. Product analysis confirmed cylinder malfunction. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was established; therefore, the conclusion code of cause traced to component failure was chosen due to the conclusion that identified fluid leak in cylinder 1 was the most probable cause of the reported events. A cylinder issue was confirmed through investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis as one side of the cylinder was swollen. Two weeks later, the patient had the inflatable penile prosthesis cylinders and pump replaced due to the left cylinder swelling. Following the surgery, the patient was stable, improved and the event resolved.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis as one side of the cylinder was swollen. Two weeks later, the patient had the inflatable penile prosthesis cylinders and pump replaced due to the left cylinder swelling. Following the surgery, the patient was stable, improved and the event resolved.